Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was intermittently unresponsive. Customer stated that buttons (specifically the "3" button of the unlock screen) had to be pressed multiple times for the screen to respond. There was no impact to the customer's blood glucose level. Reportedly, the customer would use the pump and an alternate pump for insulin therapy.